Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging control solution missing. The reporter alleged purchased kits did not include either the control solution nor the sample test strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.